Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06051. It was reported that on (B)(6) 2019 the patient came into the hospital due to discomfort. The pacemaker exhibited early battery depletion. The device was explanted and replaced. During the procedure the right ventricular lead exhibited sensing issue. The lead was replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device image indicated that device was programmed to high field settings right after implant. Analysis performed after installing new battery indicated normal device characteristics. The original battery was depleted to eol level.